Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of one (1) year, seven (7) months due to a thrombus causing a fixed leaflet and severe mitral regurgitation. The patient presented with sleep apnea and dyspnea on exertion. The tmvr procedure was successfully performed with a 29mm 9755rsl transcatheter valve. Per reported information, at the beginning of the procedure, a large piece of thrombus was removed from the tip of the stuck mitral leaflet through a suction technique. After thrombus removal, the case proceeded as normal.